Event description:
It was reported that a month after the patients permanent implant procedure, the incision site had busted open and the ipg can be seen through it. Infection was suspected and a small drainage was noted. The patient was prescribed with antibiotics. Additional information received that the patient underwent an explant procedure. No further information has been obtained despite good faith efforts.

Manufacturer narrative:
Exact date unknown, event date occurred a month after the permanent implant procedure.

Event description:
It was reported that a month after the patients permanent implant procedure, the incision site had busted open and the ipg can be seen through it. Infection was suspected and a small drainage was noted. The patient was prescribed with antibiotics.